Event description:
The complainant reported to boston scientific (bsc), that a male pt (age unk) underwent a therapeutic procedure for esophageal dilatation to treat an anastomotic stricture. As the esophageal dilatation was performed, the physician noted that the sheath from the proximal end of the cre wireguided balloon dilatation device had disconnected and passed into the pt stomach. Bsc is not aware of any adverse effect to the pt.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.